Event description:
A report was received that the patient developed an infection at the lead site with symptom of fever. It was reported that the infection was not device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.